Event description:
It was reported a broken lead was suspected on the pt's device after hernia surgery. When the device was subsequently interrogated "the pt began to scream and shake as if he were being electrocuted." The interrogation was stopped and could not be completed. The pt was reportedly in "extreme pain" for 30 mins after. The pt reportedly requested a new device. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).